Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was difficult to attach to the motor. The device was not used in surgery. It is unk if injury or med intervention occurred. There is no additional info provided.